Event description:
It was reported that (2) 5dcs were used during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon tried to use the scissors. Surgeon noticed that it required excessive force to open and close the jaws. There is a great deal of resistance and tension in the grip force. Another 5dcs was opened and although some resistance was still present, it functioned well enough for the surgeon to finish the case with it. The second 5dcs was not saved and is not being returned. There was no consequence to pt.